Manufacturer narrative:
Despite efforts, no further information concerning this report could be obtained. As such, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant. Despite multiple repositionings with good sensing and pacing thresholds, high out-of-range pace impedance measurements of approximately 2,700 ohms were observed. The lead was then extracted and replaced with a second lead that again exhibited high out-of-range pace impedance measurements of 2,200 ohms but good sensing and pacing thresholds. The physician elected to leave the second lead implanted. No adverse patient effects were reported. This lead remains in service.